Event description:
A report was received that the patient was having trouble charging due to ipg migration. The patient underwent an ipg revision procedure. The patient was reportedly doing well postoperatively.